Event description:
The end user reported leakage from under his water at the medial aspect of his stoma toward the umbilicus. The pt indicated there were no creases or bulges in the skin surrounding the stoma. The pt removed and replaced the wafer. No pt complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional pt/event details have been provided to date. Should additional information becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).

Manufacturer narrative:
The product associated with this complaint investigation, was made according to specification. The batch record review revealed no documentation or production issues that would indicate out of specification product was produced. Previous investigation is applicable to this complaint. The investigation indicates the reported skin barrier inconsistencies represent a multitude of potential failure modes with several contributing causes; therefore a single root cause could not be determined. Furthermore, these contributing causes have produced a consistent rate of complaints by the end user regarding skin barrier inconsistencies. However, the risk to patient safety is low and deemed acceptable. Corrective actions are not required as training, labeling, and product offerings should adequately address the skin barrier inconsistencies. Quality systems are in place to prevent and detect defects in the event of occurrence. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.